Event description:
The customer reported obtaining erroneously elevated troponin I (access accutni) results for five patients on an access 2 immunoassay system. The results, which were above normal reference range, were released from the laboratory and questioned by the doctors. The five patient samples were repeated on the laboratory's unicel dxi instrument and recovered within normal reference range. As a result of the elevated troponin results, three of the five patients received a CT scan. This report references one patient whose treatment was affected; the patient samples were collected in vaccutainer tubes and centrifuged for five minutes at 3,500 rpm at 24 degrees celsius.

Manufacturer narrative:
Beckman coulter (bec) advised the customer to change the aspirate probes and perform a special clean. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found microbubbles in the wash pump. The fse replaced the stator and seal of the wash valve to resolve the issue. (B)(4). All associated mdrs: 2122870-2014-00385, 2122870-2014-00386.